Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 389 mg/dl and the ketone level was large. The customer was vomiting. Insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer was taken to the emergency room (ER) and was treated with intravenous saline. The customer was not in diabetic ketoacidosis; however, the large ketone level was considered as being dangerous. The pump was used for basal delivery. After 4 hours, the customer left the ER with a stable bg of 150 mg/dl.